Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent post-prandial hyperglycemia, with glucose rising to the 200¿300 mg/dl range after correctly timed meal announcements and peaking at 350 mg/dl, leading the user to administer additional subcutaneous insulin by pen after most meals. Symptoms included hyperglycemia without reported acute complications. Outcomes included prolonged time above range for multiple hours after meals over approximately one and a half weeks, resulting in the need for back-up insulin therapy. Investigation included a review of usage history and coaching on device operation and meal announcement practices. Investigation of this case revealed patterns of ¿more than¿ meal entries intended to increase automated dosing, which could contribute to suboptimal algorithm performance and persistent hyperglycemia. It was concluded that hyperglycemia occurred in the setting of user behavior influencing automated dosing, with no reported injury or medical intervention beyond self-administered correction doses.